Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d2b. Jka d3. Common device name: tubes, vials, systems, serum separators, blood collection e1: initial reporter state: address information was not able to be obtained, therefore, nj was used as a place holder. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, an unspecified number of devices are leaking blood from the junction of the needle to the spring. There was no health impact or consequences reported.